Event description:
It was reported that the laser console showed low energy. There was no patient involvement.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device history record review, this device was installed on 12/23/2016 and this event occurred 8 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A labeling review was performed. The reported patient effect of "low energy" is listed in the IFU as potential outcomes of this procedure. There is no indication that the device was not used in accordance with the IFU. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the laser console showed low energy. There was no patient involvement.